Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k014123. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, (B)(4) occurrences of false resistant ethambutol results involving patient samples and reference strain h37rv were obtained. Upon confirmatory testing using whole genome sequencing and phenotypic drug susceptibility, the culture results were ethambutol susceptible. (B)(4) erroneous result occurrences were reported to the clinician; however, there was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - mgit 960 sire supplement kit batch 4184768 is composed of mgit 960 sire supplement batch 4116704, mgit 960 streptomycin batch 4137168, mgit 960 isoniazid batch 4116698, mgit 960 rifampin batch 4116699 and mgit 960 ethambutol batch 4137179. The batch history record reviews for the kit and each of its components were satisfactory and no quality notifications were generated. The complaint history was reviewed, and no other complaints have been taken on this kit batch or any of the components. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples maintained for this product include the individual components. The components for this kit configuration were available. The retentions were performance tested and all performance testing was satisfactory per qc procedure and antibiotic susceptibility. The potency of the ethambutol antibiotic was satisfactory per qc procedures and in accordance with the certificate of analysis. No returns were received to assist with this investigation. The ethambutol and sire performed in accordance with the certificate of analysis. This complaint cannot be confirmed based on the performance of the retention samples. Bd will continue to trend complaints for performance issues.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, seven (7) occurrences of false resistant ethambutol results involving patient samples and reference strain h37rv were obtained. Upon confirmatory testing using whole genome sequencing and phenotypic drug susceptibility, the culture results were ethambutol susceptible. Three (3) erroneous result occurrences were reported to the clinician; however, there was no health impact or consequences reported.